Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, no implants were noted to be worn, loose, or broken. However, the surgeon did note that the patient's medial collateral ligament was a little loose. A 3x9 ps insert was exchanged for a 3x13 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.